Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s insulin pump alarmed pump error 37 two times. During troubleshooting the pump error 37 was confirmed in the pump history. The pump error did not occur during rewind and the self test passed. The customer was advised the pump needed to be replaced and to discontinue use of the pump and to revert to a backup plan. The customer¿s blood glucose value was reported as 306 mg/dl and treatment was performed with a correction bolus.